Manufacturer narrative:
Analysis and results: there are four previous complaints of the same code-batch regarding the same issue, all closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis. Without any sample we cannot carry out an analysis in order to take a decision. However, taking into account that there are previous confirmed complaints of this code-batch regarding the same issue, we consider that this complaint is confirmed as well. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the results of samples received in the previous complaints did not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that this complaint is confirmed as well. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that the needle was detached from the thread when opening the package. No further information has been provided.